Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/pain/lower pelvis"), exostosis ("bone spur") and tendon rupture ("torn tendon/tear biceps") in a 36-year-old female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included type 2 diabetes mellitus, tobacco use disorder, hemangioma, cardiomyopathy nos, pure hypercholesterolemia, cigarette smoker, discomfort, hypercholesterolemia, asthma (mild intermittent.), obesity, gestational diabetes and incision site pain. Concomitant products included atorvastatin since 2013, carvedilol since (B)(6) 2011, hydrocodone, insulin, metformin since (B)(6) 2011 and oxycocet (percocet) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced exostosis (seriousness criterion medically significant), tendon rupture (seriousness criterion medically significant), menstrual disorder ("prolonged and abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("severe back pain"), alopecia ("hair loss"), scar ("laparoscopic puncture scar") and musculoskeletal pain ("shoulder sore"). The patient was treated with surgery (da vinci total laparoscopic total hysterectomy and bilateral salpingectomy), surgery and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia and fatigue was resolving, the exostosis, tendon rupture and scar outcome was unknown, the dental caries, tooth disorder and musculoskeletal pain had not resolved and the vaginal haemorrhage, migraine, nausea and headache had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dysmenorrhoea, dyspareunia, exostosis, fatigue, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, nausea, pelvic pain, scar, tendon rupture, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. All of my symptoms resolved upon removal with exception of my dental problems which are ongoing. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes on (B)(6) 2017, surgical pathology report final diagnosis: bilateral palpable essure devices are present within isthmus of fallopian tubes. Bilateral fallopian tubes without histologic abnormalities. Gross description: the endometrial cavity is normal in size and shape (3.7 x 2.7 cm). Endometrial lining is 0.1 cm in thickness , tan-pink, finely granular and without exophytic lesions. Essure coils are not present within the fundic cavity. Gross photographs of the uterine fundus are obtained, stored in the gdrive histology micro/gross photograph file. Myometrium ranges from 1.5 to 1.8 cm in thickness . Serial cross section show no grossly visible lesions. Right fallopian is 9.0 cm in length and 0.4 cm in external diameter . Left fallopian tube is 8.2 cm in length and 0.5 cm in external diameter. The fallopian tubes are grossly intact. Gross external abnormalities are not identified. Both fallopian tubes have palpable 0.8 em length areas of linear nodularity adjacent to the uterine cornu suggestive of the essure implantation sites. Pelvic pain, concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: shoulder sore, scar, bone spur, torn tendon most recent follow-up information incorporated above includes: on 7-jun-2018: social media received. Reporters information updated. Events: shoulder sore. Scar, bone spur, torn tendon were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/pain/lower pelvis") in a 36-year-old female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included type 2 diabetes mellitus, tobacco use disorder, hemangioma, cardiomyopathy nos, pure hypercholesterolemia, cigarette smoker, discomfort, hypercholesterolemia, asthma (mild intermittent.), obesity, gestational diabetes and incision site pain. Concomitant products included atorvastatin since 2013, carvedilol since (B)(6) 2011, hydrocodone, insulin, metformin since (B)(6) 2011 and oxycocet (percocet) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("prolonged and abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (da vinci total laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia and fatigue was resolving, the dental caries and tooth disorder had not resolved and the vaginal haemorrhage, migraine, nausea and headache had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. All of my symptoms resolved upon removal with exception of my dental problems which are ongoing. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes on (B)(6) 2017, surgical pathology report final diagnosis: bilateral palpable essure devices are present within isthmus of fallopian tubes. Bilateral fallopian tubes without histologic abnormalities. Gross description: the endometrial cavity is normal in size and shape (3.7 x 2.7 cm). Endometrial lining is 0.1 cm in thickness , tan-pink, finely granular and without exophytic lesions. Essure coils are not present within the fundic cavity. Gross photographs of the uterine fundus are obtained, stored in the gdrive histology micro/gross photograph file. Myometrium ranges from 1.5 to 1.8 cm in thickness . Serial cross section show no grossly visible lesions. Right fallopian is 9.0 cm in length and 0.4 cm in external diameter . Left fallopian tube is 8.2 cm in length and 0.5 cm in external diameter. The fallopian tubes are grossly intact. Gross external abnormalities are not identified. Both fallopian tubes have palpable 0.8 em length areas of linear nodularity adjacent to the uterine cornu suggestive of the essure implantation sites. Pelvic pain, most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal), migraines / headaches, dental problems and nausea and outcome updated accordingly. On 1-mar-2018: medical records received, concurrent conditions were added, reporters added. Follow-up 1 and follow-up 2 process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/pain/lower pelvis"), exostosis ("bone spur") and tendon rupture ("torn tendon/tear biceps") in a 36-year-old female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection. Previously administered products included for an unreported indication: depo-provera from 7-nov-2011 to 7-aug-2012. Concurrent conditions included type 2 diabetes mellitus, tobacco use disorder, hemangioma, cardiomyopathy nos, pure hypercholesterolemia, cigarette smoker, discomfort, hypercholesterolemia, asthma (mild intermittent.), obesity, gestational diabetes and incision site pain. Concomitant products included atorvastatin since 2013, carvedilol since (B)(6) 2011, hydrocodone, insulin, metformin since (B)(6) 2011 and oxycocet (percocet) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced exostosis (seriousness criterion medically significant), tendon rupture (seriousness criterion medically significant), menstrual disorder ("prolonged and abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("severe back pain"), alopecia ("hair loss"), scar ("laparoscopic puncture scar") and musculoskeletal pain ("shoulder sore"). The patient was treated with surgery (da vinci total laparoscopic total hysterectomy and bilateral salpingectomy), surgery and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia and fatigue was resolving, the exostosis, tendon rupture and scar outcome was unknown, the dental caries, tooth disorder and musculoskeletal pain had not resolved and the vaginal haemorrhage, migraine, nausea and headache had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dysmenorrhoea, dyspareunia, exostosis, fatigue, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, nausea, pelvic pain, scar, tendon rupture, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. All of my symptoms resolved upon removal with exception of my dental problems which are ongoing. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes . On (B)(6) 2017, surgical pathology report final diagnosis: bilateral palpable essure devices are present within isthmus of fallopian tubes. Bilateral fallopian tubes without histologic abnormalities. Gross description: the endometrial cavity is normal in size and shape (3.7 x 2.7 cm). Endometrial lining is 0.1 cm in thickness , tan-pink, finely granular and without exophytic lesions. Essure coils are not present within the fundic cavity. Gross photographs of the uterine fundus are obtained, stored in the gdrive histology micro/gross photograph file. Myometrium ranges from 1.5 to 1.8 cm in thickness . Serial cross section show no grossly visible lesions. Right fallopian is 9.0 cm in length and 0.4 cm in external diameter . Left fallopian tube is 8.2 cm in length and 0.5 cm in external diameter. The fallopian tubes are grossly intact. Gross external abnormalities are not identified. Both fallopian tubes have palpable 0.8 em length areas of linear nodularity adjacent to the uterine cornu suggestive of the essure implantation sites. Pelvic pain, concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: shoulder sore, scar, bone spur, torn tendon quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/pain/lower pelvis"), exostosis ("bone spur") and tendon rupture ("torn tendon/tear biceps") in a 36-year-old female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012. Concurrent conditions included type 2 diabetes mellitus, tobacco use disorder, hemangioma, cardiomyopathy nos, pure hypercholesterolemia, cigarette smoker, discomfort, hypercholesterolemia, asthma (mild intermittent.), obesity, gestational diabetes and incision site pain. Concomitant products included atorvastatin since 2013, carvedilol since (B)(6). 2011, hydrocodone, insulin, metformin since (B)(6).2011 and oxycocet (percocet) since november 2017. On (B)(6). 2012, the patient had essure inserted. On (B)(6). 2012, 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6). 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6).2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6).2014, the patient experienced fatigue ("fatigue"). On (B)(6). 2015, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6).2016, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced exostosis (seriousness criterion medically significant), tendon rupture (seriousness criterion medically significant), menstrual disorder ("prolonged and abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("severe back pain"), alopecia ("hair loss"), scar ("laparoscopic puncture scar") and musculoskeletal pain ("shoulder sore"). The patient was treated with surgery (da vinci total laparoscopic total hysterectomy and bilateral salpingectomy), surgery and surgery. Essure was removed on (B)(6).2017. At the time of the report, the pelvic pain, exostosis, tendon rupture, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain lower, back pain, dyspareunia, alopecia, fatigue, vaginal haemorrhage, migraine, nausea, headache, scar and musculoskeletal pain had resolved and the dental caries and tooth disorder had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dysmenorrhoea, dyspareunia, exostosis, fatigue, headache, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, nausea, pelvic pain, scar, tendon rupture, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. All of my symptoms resolved upon removal with exception of my dental problems which are ongoing. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6). 2012: confirming full occlusion of fallopian tubes on (B)(6). 2017, surgical pathology report final diagnosis: bilateral palpable essure devices are present within isthmus of fallopian tubes. Bilateral fallopian tubes without histologic abnormalities. Gross description: the endometrial cavity is normal in size and shape (3.7 x 2.7 cm). Endometrial lining is 0.1 cm in thickness , tan-pink, finely granular and without exophytic lesions. Essure coils are not present within the fundic cavity. Gross photographs of the uterine fundus are obtained, stored in the gdrive histology micro/gross photograph file. Myometrium ranges from 1.5 to 1.8 cm in thickness . Serial cross section show no grossly visible lesions. Right fallopian is 9.0 cm in length and 0.4 cm in external diameter . Left fallopian tube is 8.2 cm in length and 0.5 cm in external diameter. The fallopian tubes are grossly intact. Gross external abnormalities are not identified. Both fallopian tubes have palpable 0.8 em length areas of linear nodularity adjacent to the uterine cornu suggestive of the essure implantation sites. Pelvic pain, concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: shoulder sore, scar, bone spur, torn tendon quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: outcome of events " all symptoms are resolved upon removal with exception of her dental problems" are added and updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menstrual disorder ("prolonged and abnormal menstruation"), menorrhagia ("prolonged and abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping even when not menstruating"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), dental caries ("tooth decay"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, abdominal pain lower, back pain, dyspareunia, dental caries, alopecia and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012, confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.